Event description:
Case was initially received via regulatory authority (FDA, reference number: mw5080891) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), back pain ("back pain"), menorrhagia ("heavy menstrual cycles"), pain in extremity ("foot pain") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, menorrhagia, pain in extremity and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, menorrhagia and pain in extremity to be related to essure. The reporter commented: consumer mentioned hospitalization and other serious (important medical event) as event outcome, however she did not specify it. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5080891) on 12-nov-2018. The most recent information was received on 27-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('pieces left of essure') and menorrhagia ('heavy menstrual cycles') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("foot pain"), abdominal bloating ("abdominal bloating"), endometriosis ("endometriosis"), pelvic pain ("pain"), fatigue ("fatigue"), arthralgia ("joint pain"), cystitis ("bladder infections"), ovarian cyst ("ovarian cysts") and bloating ("bloating"). The patient was treated with surgery (on (B)(6) 2016 underwent ablation and salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, device breakage, menorrhagia, back pain, pain in extremity, abdominal bloating, endometriosis, pelvic pain, fatigue, arthralgia, cystitis, ovarian cyst and bloating outcome was unknown. The reporter considered abdominal bloating, abdominal pain, arthralgia, back pain, cystitis, device breakage, endometriosis, fatigue, menorrhagia, ovarian cyst, pain in extremity, pelvic pain and bloating to be related to essure. The reporter commented: consumer mentioned hospitalization and other serious (important medical event) as event outcome, however she did not specify it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5080891) on 12-nov-2018. The most recent information was received on 27-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('pieces left of essure') and menorrhagia ('heavy menstrual cycles') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("foot pain"), abdominal bloating ("abdominal bloating"), endometriosis ("endometriosis"), pelvic pain ("pain"), fatigue ("fatigue"), arthralgia ("joint pain"), cystitis ("bladder infections"), ovarian cyst ("ovarian cysts") and bloating ("bloating"). The patient was treated with surgery (on (B)(6) underwent ablation and salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, device breakage, menorrhagia, back pain, pain in extremity, abdominal bloating, endometriosis, pelvic pain, fatigue, arthralgia, cystitis, ovarian cyst and bloating outcome was unknown. The reporter considered abdominal bloating, abdominal pain, arthralgia, back pain, cystitis, device breakage, endometriosis, fatigue, menorrhagia, ovarian cyst, pain in extremity, pelvic pain and bloating to be related to essure. The reporter commented: consumer mentioned hospitalization and other serious (important medical event) as event outcome, however she did not specify it. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) was found to be duplicate of this case and will be deleted, events- "pieces left of essure ,endometriosis, pain, fatigue, joint pain, bladder infections, ovarian cysts, bloating", references and document from case (B)(4) (MFR control no. 2951250-2019-01544)transferred to this case. No new follow-up information was received from the reporter. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5080891) on 12-nov-2018. The most recent information was received on 27-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), back pain ("back pain"), menorrhagia ("heavy menstrual cycles"), pain in extremity ("foot pain") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, menorrhagia, pain in extremity and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, menorrhagia and pain in extremity to be related to essure. The reporter commented: consumer mentioned hospitalization and other serious (important medical event) as event outcome, however she did not specify it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.